Event description:
A malfunction alarm occurred with the customer's pump during insulin delivery. There was no reported impact on the customer's blood glucose level. The customer was unable to resume insulin therapy due to recurring cartridge alarms, so technical support assisted in loading a new cartridge but ultimately decided to replace the pump. Meanwhile, the customer planned to use multiple daily injections as backup therapy. The customer was instructed on storing the malfunctioning pump and agreed to return it via a pre-paid label.